Event description:
Information was received from a company representative (rep) regarding a communicator. The company representative (rep) reported that the patient repeatedly getting "no pump found" message and unable to connect the personal therapy manager (ptm) to the pump. They were unable to resolve through troubleshooting. Email sent to repair requesting replacement communicator. The patient informed the rep that on christmas day, they a fall and accidently struck the pump on the cabinet. The patient mentioned the impact was not forceful, but it was directly on the pump. However, they were able to bolus later that day and the next, but the ptm completely stopped connecting to the pump yesterday. The rep stated that they were unable to connect to the pump with clinician programmer. Discussed with caller that pump replacement should be considered if they cannot communicate with the pump. An agent cancelled request for replacement communicator. Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that an x-ray was taken and it was assumed the pump had not flipped when the patient was taken to surgery for replacement, but it was determined that the pump had flipped. The pump was revised and was working fine. It was reported that it was all good.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that an x-ray was taken and it was assumed the pump had not flipped when the patient was taken to surgery for replacement, but it was determined that the pump had flipped. The pump was revised and was working fine. It was reported that it was all good. Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient weight was not provided.